Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move or lose pressure. However, there was rotational and lateral movement in the lock, a residue buildup was present, and the unit will need to be machined to have heli-coils added to large starburst threads. The unit has not been serviced since purchased in 2023; therefore, it is recommended that preventive maintenance (pm) be performed. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the lock had movement present and the threads in the large starbursts were worn, with no additional device deficiencies were noted. To resolve the observed issues, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced and general maintenance and cleaning will be performed. Root cause - the complaint is not confirmed for slippage. The clamp does have a little movement in the lock, but when it is properly positioned and put under pressure, it did not move or lose pressure. Additionally, the unit has never been serviced since purchased in 2023; therefore, it is recommended that the unit receive a pm service. Per the a1059 IFU the unit is recommended to receive pm annually. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the physician placed a patient in supine position and secured the mayfield modified skull clamp (a1059) for posterior cervical decompression procedure. However, when the patient was turned to prone position, the skull clamp slipped resulting in a laceration that was closed with single skin staple. There was a 10 minute surgical delay. Additional information was received as follows: 1. Please provide the size and location of the laceration. Location of laceration not noted by physician. Scalp closed with single skin staple. 2. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Unknown. 3. Did each pin engage the cranium in a perpendicular approach? Unknown. Applied by physician. 4. Patient outcome. Scalp laceration closed with single skin staple. Transported to pacu without incident.